Manufacturer narrative:
Investigation summary: bd received 1 photograph for investigation. Evaluation of the photograph indicated a satisfactory draw level. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 20 retained samples from lot number 6023758 were tested, and all 20 tubes drew within specification. Further retain testing on lots 5232556 and 6057391 was not required at this time. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Further follow up indicated, the end -user was confusing the minimum fill line on the bd vacutainer® 9nc 0.129m plus blood collection tubes as a maximum fill line. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. It was determined upon follow up that the customer believed the minimum fill line was a maximum fill line. There was no health impact or consequences reported.